Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 1.8 mmol/l to 3.3 mmol/l. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 6.4 mmol/l at the time of the call. The customer was assisted with troubleshooting stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. Customer was alleging that the insulin pump over delivered insulin. Customer also reported that he was medical treatment and ems was dispatched due to low blood glucose event that was 2 to 3 years ago. He was treated with fluid and he was brought to the hospital and was discharged after a few hours. The product was not returned for analysis.